Manufacturer narrative:
This report is submitted on december 15, 2022.

Event description:
Per the clinic, the patient experienced a skin flap breakdown and an extrusion of the implant (specific date not reported). It was also reported that there is an infection at the implant site and the patient was subsequently treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient then underwent a skin flap revision surgery (specific date not reported) to clear the site; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022, and there are no plans to re-implant the patient with a new device as of the date of this report.